Manufacturer narrative:
Correction: g3. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6, b7, h11. H11: upon follow up, it was reported that ceftazidime was discontinued 2 days after treatment was started. Gentamicin (40000iu four times a day for was changed to gentamicin (40000iu three times a day for five days) and was discontinued. Pd therapy was reported to be ongoing since (B)(6) 2024. No additional information was received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy peritoneal dialysis, abdominal pain and diarrhea. The cause of peritonitis was not reported. The same day the event onset, the patient was hospitalized and treated with ceftazidime injection (1g daily, intravenously ) and gentamycin sulfate injection (40000 iu, intravenously, daily). Pd therapy was discontinued. At the time of this report, the patient outcome was not recovered. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient recovered from abdominal pain diarrhea and cloudy peritoneal dialysis. Thirteen days after, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.